Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The insulin pump was programmed pump with the current time and date and monitored for five days; the time has not drifted and is accurate, the time and date function is performing properly. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 96 mg/dl at the time of the incident. The customer was assisted with performing a self test and a high pressure test. The insulin pump passed the self test but did not pass the high pressure test. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.